Manufacturer narrative:
A ventilator was reported failing pressure transducer test during pre-use check. Our field service engineer confirmed that the pressure transducer printed circuit boards (pcbs) were faulty and replaced them. The pcbs were not returned and no logs are available. A defect pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. Since no goods or logs are available, the root cause cannot be determined.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the pressure transducer printed circuit board (pcb) of the ventilator has been replaced. There was no patient harm. Manufacturer's ref.#: (B)(4).